Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): standard operating procedures and learning curve analysis for robotic-assisted distal pancreatectomy 10.1097/js9.0000000000001315 zhang-2025-standard operating procedures and l.pdf. Https://doi.org/10.1097/js9.0000000000001315.

Event description:
A review of the article reported the following adverse event. Two patients received CT-guided percutaneous drainage due to a postoperative pancreatic fistula (popf) combined with abdominal infection.